Event description:
The caller reported an issue with the pump's touchscreen, which was unresponsive and frozen, preventing interaction with the device. There was no adverse impact on the customer¿s blood glucose level. Tandem technical support provided a complete reset guide, which the customer attempted, but the issue persisted. As a result, it was decided to replace the pump. The customer plans to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. A replacement pump with updated software was sent, and the caller was informed about available training and the steps necessary for returning the defective pump.